Manufacturer narrative:
(B)(4): subject device has been received; no conclusions could be drawn as the device is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) surgery, a helical blade inserter broke while trying to remove the coupling screw. While inserting the helical blade, the coupling screw broke. There was a ten minute surgical delay. No additional information provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Service history review: lot 4516679: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the inserter broke while trying to remove the coupling screw. The repair technician reported the blade inserter was very worn and the replacement alignment was smashed. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm; the surgeon was able to get the issue resolved without further problems.

Manufacturer narrative:
Additional narrative: an pd investigation summary was performed. The investigation of the complaint articles has shown that: the device conforms dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. Two parts belonging to the trochanteric fixation nail system were returned; one helical blade inserter (part# 357.372, lot# 4516679, mfg 03dec2002), and one helical blade coupling screw (part# 357.377, lot# is10065, mfg. 03nov2008). These devices were returned with the complaint that ¿, a helical blade inserter broke while trying to remove the coupling screw. While inserting the helical blade, the coupling screw broke.¿ upon receipt of these devices it was seen that the knurled cap of the helical blade coupling screw was not attached to the shaft, and the indicator top of the helical blade inserter is missing the set screw of the alignment indicator, additionally the handle and alignment indicator end of the device are heavily covered in hammer marks. This complaint is confirmed. This complaint likely occurred as a result of years of heavy use and impaction caused by hammering. This investigation has been approve and is confirmed, however the designs of these devices were found to be adequate for their intended uses. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.